Manufacturer narrative:
H6. Bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples from the bd inventory were functionally tested and the issue of underfill was not observed. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use bd vacutainer® nh 68 i.u. Plus blood collection tube only filled halfway. An extra tube of blood needed to be drawn. No injuries were reported. The following information was provided by the initial reporter: tube is underfilling, the tube is only filling up half way in the tube. The tube underfills, only half the volume. During use.

Manufacturer narrative:
Brand name: medical device brand name: bd vacutainer® nh 68 i.u. Plus blood collection tubes device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use bd vacutainer® nh 68 i.u. Plus blood collection tube only filled halfway. An extra tube of blood needed to be drawn. No injuries were reported. The following information was provided by the initial reporter: tube is underfilling, the tube is only filling up half way in the tube. The tube underfills, only half the volume. During use.